Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, bending needle at the hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with (B)(6) 2025 as the date of event. After further review, it was determined the date of event for this event is 23 february 2025. The complaint of a damaged needle tip is confirmed; however, the exact cause is unknown. One photograph of an intraosseous needle was returned for evaluation. An initial visual observation of the photograph showed a 25 mm intraosseous needle. The obturator was observed to be in the needle. The needle bevel was observed to be rough. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received on 03/19/2025: needle bent at the hub, very jagged cuts and seem to be not medical grade. No injury reported to the provider. Io access was not obtained, and the patient was critical upon our arrival. Io access could have helped the outcome.